Event description:
It was reported that during use on a patient an autofill failure occurred every two hours on a cs300 intra-aortic balloon pump (iabp), does a manual filling that works. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse but changed the purge valve assembly and the purge line filter. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that an autofill failure occurs every two hours on a cs300 intra-aortic balloon pump (iabp), does a manual filling that works. It is unknown under which circumstances this event occurred and it is unknown if there was a patient involved however; no adverse event was reported.